Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report a detached cannula that occurred on (B)(6) 2016. The sensor insertion was at the arm on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. Data download and product was not provided by the patient. However, a photograph of the complaint was and reviewed. Complaint for a detached cannula could not be confirmed and the root cause could not be determined. It was reported that the sensor was inserted into the arm. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Manufacturer narrative:
(B)(4).

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the applicator was fully deployed. The needle and cannula were safely housed inside the applicator body. The reported event of a detached cannula was not confirmed. A root cause could not be determined.